Event description:
It was reported that the device had over-sensed noise on both near-field and far-field channels. Patient is currently being monitored remotely. No further information was provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was extracted after noise was observed again resulting in an episode detection.

Manufacturer narrative:
The lead was returned in two segments for analysis. External insulation abrasion was noted at 7.0cm from the connector pin, consistent with lead friction to the ICD can. The inner coil was exposed at this location. This is consistent with the observation from the field of noise.